Event description:
Reporter called with complaint that the dexcom g7 blood glucose monitoring system that is used to monitor her 10-year-old son's blood glucose has been having frequent outages with no readings, no output and consistent malfunctions/failures in the past 3 weeks. This is a life-threatening situation for a 10-year-old child who is dependent on this device. The unpredictability of the device is dangerous and causes increased anxiety for parents and caretakers. Reporter stated she has been waiting eight days (placed a ticket with dexcom engineering) for a call back and has heard nothing from dexcom since. Reporter said that she has over 60 screenshots of device malfunctions and failures and she would like to share them with the FDA.